Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/22/2014. Device evaluation: the device has been returned and evaluated by product analysis on 05/19/2014 with the following findings: the pump powers with returned battery cap. Battery cap is able to fully tighten. Battery cap measures within specifications. A power loss was not observed. Battery compartment intact. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. The pump case was removed, no evidence of moisture or loose components inside pump. There were two unexplainable power on reset events observed in black box on 4/14/2014.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.